Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose that was caused by bent infusion set. Customer's blood glucose was 487 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump was received with stained end cap sticker. The insulin pump was received with minor scratched lcd window. We were unable to verify belt clip anomaly, due to no belt clip assembly received with insulin pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.